Event description:
It was reported that the right ventricular (rv) lead experienced a sudden increase in short interval counts (sic). In addition, the right atrial (ra) lead experienced an increase in pacing threshold and atrial impedance. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising, and the atrial pacing capture threshold was elevated. The analyst noted that there were no anomalies observed regarding the returned lead medial segment. All electrical testing was within specified parameters. The full lead was not returned. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The atrial capture threshold has been greater than 2.5 volts since (B)(6) 2014. The atrial pace lead impedance has risen from a baseline of around 600 ohms in may 2014 to 950 ohms in (B)(6) 2015.